Event description:
Physician received a 24 mm cryopreserved pulmonary valve which was placed in the freezer until surgery later the same day. Upon thawing, the allografts conduit was reported to be friable and would not hold sutures. The surgeon reported that his patient's surgery was significantly affected by this tissue quality as he had to do a repair of the proximal anastomosis using buttressing material due to the friable nature of the muscle band. This allograft was implanted after repair.